Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upstream occlusion alarms were verified through a review of the event history log. The upstream occlusion alarm was not reproduced during evaluation. Evaluation ran the device and observed no discrepancies. Evaluation determined no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.